Event description:
The plaintiff's attorney alleged that the decedent was found unresponsive on (B)(6) 2012; and experienced a cardiovascular event and subsequently expired on (B)(6) /2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR numbers 1225714-2013-00854, 1225714-2013-00855, 1225714-2013-00857.